Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter facility name: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 50ml ll experienced stopper damage/deformation which was noted prior to use. The following information was provided by the initial reporter: the ide realised that the piston of the syringe was defective. The rubber seems to be melted.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/13/2020. H.6. Investigation: one photo and one sample was provided to our quality team for investigation. The product was visually inspected and the stopper was verified to be incorrectly assembled, partially detached from the plunger rod. Further evaluation determined there was no damage or defects in the plunger that could have contributed to this defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The assembly machine has a vision system to detect for missing or improperly assembled stoppers. As the lot involved in this incident is unknown, a device history review cannot be performed. While we could not identify a direct issue, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. H3 other text : see h.10.

Event description:
It was reported that the syringe 50ml ll experienced stopper damage/deformation which was noted prior to use. The following information was provided by the initial reporter: the ide realised that the piston of the syringe was defective. The rubber seems to be melted.